Event description:
Event description guidant received information from the patient that there might be a high rate pacing issue with this device since, according to the guidant website, there is an advisory that has that as an effect. The patient had undergone a treadmill test. Technical services explained that the issue is not listed as an effect in the device the patient has. The caller still believes that there is a malfunction with the device. The caller also indicated what may have been cardiac tamponade from implant of the non-guidant leads.

Event description:
Boston scientific received information from this patient that there might be a high rate pacing issue with this device since, according to the guidant website, there is an advisory that has that as in effect. The patient had undergone a treadmill test. Technical services explained that the issue is not listed as an effect in the device the patient has. The caller still believes that there is a malfunction with the device. The caller also indicated what may have been cardiac tamponade from implant of the non-guidant leads.

Manufacturer narrative:
(B)(4). The patient recovered from the implant issues. Technical services advised if the caller feels that the pacemaker is not functioning properly to have it checked out again. No further information available. This event will be reopened should more information be made available. Additional information was received noting that this device was explanted for normal battery depletion over eight years after the initial observations. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.